Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Evaluation code (B)(6) is no longer applicable to this event. Patient code (B)(6), (B)(6), (B)(6), and (B)(6) are no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was not related to the device or therapy. No further complications were repo rted/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a urinary tract infection. Interventions include medications administered of cipro on (B)(6) 2017 and trimethaprim-prophylaxis on (B)(6) 2017. Laboratory testing resulted in positive culture of citrobacter freundii complex on (B)(6) 2017. There was a report that the event was possibly related to the device or therapy and not related to the implant procedure. Signs or symptoms include frequency and pain with urgency. The event was reported to be ongoing. No further complications were reported/anticipated.